Manufacturer narrative:
The following functional tests were performed: the rse tried reaching out multiple times to the customer with no reply. Case was closed due to no callback from customer. A good faith effort (gfe) to the customer confirmed the issue was resolved by resetting the spo2 alarms at the central station. The customer confirmed they did not further investigation. Additional information was not provided by the customer so the reported problem could not be confirmed. The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information.

Event description:
Philips received a complaint on the patient information center ix indicating that the system alarms were not alarming. The device was in use on patient at time of event, there was no adverse event reported.